Event description:
The customer reported that he jumped in the pool while wearing the insulin pump on. The customer also stated that the buttons are unresponsive and fluid under the screen was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.